Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete. ; UDI #: (B)(4).

Event description:
The customer reported that the device has a red x and is chirping. There was no patient involvement reported.

Manufacturer narrative:
UDI #: (B)(4).

Event description:
The customer reported that the device has a red x and is chirping. There was no adverse patient impact reported.